Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
A monarc sling was implanted on (B)(6) 2008, to "correct incontinence and urgency." It was reported that since surgery, she had "pain when doing nothing at all, pain during and after sex, scar tissue on the labia.: removal has not yet been tried but, "will be doing so soon."